Event description:
The patient (who was on a ventilator), and had a nasogastric tube, went to cvir (cardiovascular and interventional radiology) for an ivc (inferior vena cava) filter placement. When patient was transferred to the cvir table by transport and cvir, high flow oxygen (fifteen liters) was accidentally connected to the nasogastric tube. The patient's ivc filter placement procedure was cancelled. Ent and surgical physicians evaluated the patient. A CT scan revealed intraperitoneal free air. The patient required emergent surgery - partial gastric resection and repair of colonic injury were performed since there was a stomach perforation and colonic serosal tear. The listed 4 devices were not thought to have malfunctioned. The oxygen flowmeter was connected to the "bubble tubing" with the "5 in 1 connector" to the nasogastric tube.